Manufacturer narrative:
During evaluation of the returned product, the reported failure was unable to be verified.

Event description:
Physician attempted to remove thrombus with pronto lp. When physician pulled the syringe no negative pressure was created. No patient impact was reported.